Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (endoleak), patient's condition affected effectiveness of device (aortic neck had two > 90 degree bends). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (aortic neck had two > 90 degree bends).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 6.0 cm diameter fusiform abdominal aortic aneurysm. The proximal aortic neck had two > 90 degree bends and it was 30mm in length. It was reported that the stent graft was implanted successfully, however, on final angio, a proximal type I endoleak was observed. No intervention was done and the patient will continue to be monitored by the physician. No clinical sequelae were reported and the patient is fine.